Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old female patient had impella cp pump inserted in the right femoral for post-cardiotomy cardiogenic shock (pccs). It was reported the patient developed lower limb ischemia during impella support. As a result, blood was sent from the side branch of the ECMO circuit to the site where lower limb ischemia was occurring. No further information was provided.